Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was emitting tones. The charge time ()CT was 23.8 with a monitoring voltage of 27.9 v.